Manufacturer narrative:
(B)(4). Additional information was requested and the following was received: the client informs that the sample is not available. Thank you.

Manufacturer narrative:
Product complaint #: (B)(4).date sent to the FDA: 01/16/2020. A manufacturing record evaluation was performed for the finished device al2602 number, and no non-conformances were identified.¿

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The surgeon was passing a point and the suture disengaged from the needle. (Pull off). There were no adverse patient consequences reported.